Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Incident description: patient had t8-pelvis hardware in, collapsed at t7 ( original date of surgery was (B)(6) 2014)> surgeon removed hardware at t8, t9, t10 and t11. Joined t11 with an end-to-end connector and extended the construct to t2 with viper cortical fix screws. The set screws at t9 & t10 from the previous surgery were loose. Loosening occurred sometime over summer of 2015. Likely collapsed.